Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was over 600 mg/dl. She could not bring her blood glucose level down. The insulin pump alarmed no delivery. The customer changed the infusion set several times. The customer took injections of 10 units to treat her blood glucose level. The customer was on dialysis. The alarm was resolved with a complete set change. The customer was drunk sleepy. The dialysis treatment also brought her blood glucose level down. The device was not returned.